Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinic noted during episodes of atrial fibrillation (af) right ventricular (rv) loss of capture (loc) with four seconds of asystole was observed. Boston scientific technical services (ts) was consulted and was sent the electrogram (egm) to review. Upon review, ts noted that the loc occurred during threshold testing and lasted for four seconds as the test was ran during an atrial tachy response (atr) episode. Ts explained that this is normal function if a threshold test is ran during an atr episode. The patient did not experience any symptoms and the cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's rv lead remain in service.